Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further

Event description:
"Infected hip, head exchange" was reported.

Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-52h, lot # 40186302, description: modular dual mobility insert. Cat # unknown, lot # unknown, description: head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
"Infected hip, head exchange" was reported.